Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the matrix drawer failure. A field service engineer cleaned the optical sensor and adjusted the rear chassis. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system matrix drawer failure they have recovered it several times and within 30 seconds to a minute, it fails again. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.